Event description:
It was reported that the customer replaced the battery in his pump and the next day he received a low battery alert. Customer's blood glucose level was 251 mg/dl. Customer called back because the replacement battery cap did not resolve the issue. Customer stated that the battery lasted for less than 24 hours. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, unit was received with cracked case window corners, battery tube threads and scratched display window.